Manufacturer narrative:
Investigation is ongoing. We are waiting for additional informations concerning this event. - the per indicate that there is no impact to patient: was it the surgeon who indicates that this incident did not cause or contribute to serious injury? Zb: 30 minute delay to surgery, zimmer biomet does not determine reportability for this device. - did the device would be likely to cause or contribute to death or serious injury if the malfunction happens again? Zb: zimmer biomet does not determine reportability for this device. - we note a delay of 30mn in the procedure: has there been a revision of the anesthesia protocol? Zb: unknown - did the health care facility declare this incident to the national competent authority? Zb: unknown - is it possible to recover the lot number about sbm product returned? Zb: will follow up. (Zb: response of zimmer biomet). There is no impact to patient - surgical delay: 30mn. So, potential adverse effects following an extension of surgery time which may require revision of the anesthesia protocol. We are waiting batch number concerning sbm medical device to verify production data. ___________________________________________________________________________ follow up / final report: visual analysis: no apparent defect insertion test: anchor was completely inserted inside the sawbone laminated double-layer block: 2 mm of density 20 pcf (cortical bone) and 40 mm of density 10 pcf (cancellous bone). Batch number about sbm product returned: 182195. No other complaint concerning this lot. Result of the analysis: "the anchor has no defects and its insertion performance is consistent. Perhaps the bone in which it was inserted was of a very low density. In this case, if there was insufficient purchase with a 5.5mm anchor, a 6.5mm compositcp anchor could have been used". No corrective or preventive action. This file is closed.

Event description:
Fnc (B)(4). Event occured in san diego / USA - we received a sbm product concerning a complaint not registrered. We asked a complaint handling file: the batch number indicated (70884-5) is not a sbm lot number. Description of the incident / product experience report transmitted: "dr. Brian rebolledo was performing a rotator cuff repair and was intending to use two compositcp 5.5mm anchors medially and two ventix link 4.75mm anchors laterally. The first compositcp anchor was implanted without any issues, but the second compositcp 5.5mm implant pulled out of the pilot hole because it could not gain any traction as dr rebolledo attempted to screw it into the pilot hole. He ended up using a quattro x 6.5mm anchor in the same pilot hole without issue. [Dr rebolledo used the compositcp 5.5/6.5 awl to create the pilot hole]. Dr rebolledo then utilized the new ventix link tapered awl to create two pilot holes laterally for the ventix link 4.75mm anchors. He malleted the first anchor to the first laser line, tensioned each suture individually, and then began to screw the implant in while applying forward pressure. The implant made about 2 full turns before it stopped advancing about 3mm away from being flush. Dr rebolledo then attempted to pull out the implant by removing it from the pilot hole and sliding it back down the suture and out of the cannula. While using a grasper to slide it down the suture, the ventix link implant split into two pieces and one piece became loose in the joint. Dr rebolledo was able to locate the loose piece and eventually removed both pieces of the anchor. Dr rebolledo then did not feel comfortable using ventix any further and used two arthrex swivelock anchors for his lateral row anchors. To the best of my knowledge and gabe bolivar, who was also in attendance at the case, dr rebolledo followed the technique perfectly for both the compositcp and the ventix link anchors".

Manufacturer narrative:
Investigation is ongoing. We are waiting for additional informations concerning this event. The per indicate that there is no impact to patient: was it the surgeon who indicates that this incident did not cause or contribute to serious injury? Zb: 30 minute delay to surgery, zimmer biomet does not determine reportability for this device. Did the device would be likely to cause or contribute to death or serious injury if the malfunction happens again? Zb: zimmer biomet does not determine reportability for this device. We note a delay of 30mn in the procedure: has there been a revision of the anesthesia protocol? Zb: unknown. Did the health care facility declare this incident to the national competent authority? Zb: unknown. Is it possible to recover the lot number about sbm product returned? Zb: will follow up. (Zb: response of zimmer biomet). There is no impact to patient - surgical delay: 30mn. So, potential adverse effects following an extension of surgery time which may require revision of the anesthesia protocol. We are waiting batch number concerning sbm medical device to verify production data.

Event description:
Fnc (B)(4). Event occured in (B)(6) / USA. We received a sbm product concerning a complaint not registered. We asked a complaint handling file: the batch number indicated (70884-5) is not a sbm lot number. Description of the incident / product experience report transmitted: "dr. (B)(6) was performing a rotator cuff repair and was intending to use two compositcp 5.5mm anchors medially and two ventix link 4.75mm anchors laterally. The first compositcp anchor was implanted without any issues, but the second compositcp 5.5mm implant pulled out of the pilot hole because it could not gain any traction as dr (B)(6) attempted to screw it into the pilot hole. He ended up using a quattro x 6.5mm anchor in the same pilot hole without issue. [Dr (B)(6) used the compositcp 5.5/6.5 awl to create the pilot hole]. Dr (B)(6) then utilized the new ventix link tapered awl to create two pilot holes laterally for the ventix link 4.75mm anchors. He malleted the first anchor to the first laser line, tensioned each suture individually, and then began to screw the implant in while applying forward pressure. The implant made about 2 full turns before it stopped advancing about 3mm away from being flush. Dr (B)(6) then attempted to pull out the implant by removing it from the pilot hole and sliding it back down the suture and out of the cannula. While using a grasper to slide it down the suture, the ventix link implant split into two pieces and one piece became loose in the joint. Dr (B)(6) was able to locate the loose piece and eventually removed both pieces of the anchor. Dr (B)(6) then did not feel comfortable using ventix any further and used two arthrex swivelock anchors for his lateral row anchors. To the best of my knowledge and gabe bolivar, who was also in attendance at the case, dr (B)(6) followed the technique perfectly for both the compositcp and the ventix link anchors".